Event description:
It was reported that the user experienced a rapid drop in blood glucose with a low value of 52 mg/dl while using the ilet system, sought clarification on algorithm-driven insulin delivery and suspension, and confirmed understanding after troubleshooting and education; the low occurred just prior to a meal with unclear cause, and the user self-managed without medical intervention. Symptoms included a subjective awareness of trending low glucose without additional manifestations. Outcomes included an urgent low glucose event that was resolved with oral glucose, resulting in stabilization. Investigation included customer interview, review of reported glucose data, and product use counseling focused on insulin delivery and suspension behavior. Investigation of this case revealed no device malfunction and an undetermined precipitating factor. It was concluded that the event was consistent with hypoglycemia of unclear cause with appropriate user treatment and stabilization. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.